Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed no image. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scope-connector leak crack by gold pins unable to seal for complete leak test. Multiple chips around channel opening, bending section rubber glue was peeling, image - evis- image goes in and out after aeration black no image, multiple dents on the insertion tube. Scope connector had leak crack by gold pins. Adhesive wet dry after aeration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device leaked and water invaded the device while the user was handling it. Due to the water invasion, abnormality of electronic parts occurred which led to occurrence of the suggested event. The event can be prevented by following the instructions for use which state: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.